Event description:
It was reported that during a laparoscopic sigmoidectomy, an error occurred at the middle of use. The error code was unknown. The blade was broken off outside the patient when the device was checked. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not contacted with a clip or a forceps. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched¿ evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device to stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.